Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction. Correction: the event/product problem and batch no. Were incorrect in the initial MDR. Correct batch number is 4155879. Exp date 05/31/2029; the event/product problem was incorrect in the initial MDR. Correct event/product problem is plunger movement difficult. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #309605. Lot #unknown. It was reported that the bd syringe 10ml ll tip bulk convenience pak "is defected ". The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. I hope this email finds you well! Our customer ordered item 309605 december of 2024 and advised that they recently found that the item is defected and that they only work as intended for the first 5ml before slipping from the lock. This shipped against stocking po (B)(4) and customer would like to know if they can get a replacement. Please advise if this is possible, or if you can recommend an alternative similar? I look forward to your response.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.